Event description:
Healthcare professional reported "grade iii capsular contracture", "ptosis: grade 2-moderate". Later healthcare professional reported "ruptured implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( non penetrating nick, crease and wear abrasion ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
Additional, corrected and/or changed data: b.1, b.5, b.6, h.6.

Event description:
Healthcare professional reported "grade iii capsular contracture", "ptosis: grade 2-moderate". Later healthcare professional reported "ruptured implant". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "grade iii capsular contracture", "ptosis: grade 2-moderate". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.